Event description:
It was reported that during a replacement procedure, the right atrial (ra) lead exhibited high out-of-range pacing impedances. The ra lead was tested with the pacing system analyzer (psa), and impedances of greater than 2000 ohms were observed. Subsequently, the physician decided to place another ra lead, however, this lead was unable to place due to placement difficulty. The procedure was completed without adding another lead. No adverse patient effects were reported.